Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device location of device: uterus"), pelvic pain ("severe pelvic pain / severe pain /pain"), device breakage ("device breakage"), genital haemorrhage ("severe bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous incomplete ("retained products of conception") in a 30-year-old female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal and hypertension since 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal hemorrhage/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous incomplete (seriousness criteria hospitalization and medically significant), migraine ("migraine headaches"), anaemia ("anemia"), emotional disorder ("hormonal changes , describe: emotional"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("bladder infections"), vaginal discharge ("vaginal discharge") and contrast media allergy ("allergic or hypersensitivity reaction: dye;"). The patient was hospitalized on (B)(6) 2009 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy), surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous incomplete, migraine, vaginal haemorrhage, anaemia, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and contrast media allergy outcome was unknown, the pelvic pain, cystitis and vaginal discharge had resolved and the emotional disorder and weight increased was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous incomplete, anaemia, bladder disorder, contrast media allergy, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. It was also reported that on (B)(6) 2017, she was admitted to hospital for her continuing severe pain and abnormal bleeding. Current weight: 175 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. X-ray - on (B)(6) 2014: migration of essure device, perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: new pfs received. New reporters and reporter information added. New event allergic or hypersensitivity reaction: dye was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device location of device: uterus"), pelvic pain ("severe pelvic pain / severe pain /pain"), device breakage ("device breakage"), genital haemorrhage ("severe bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous incomplete ("retained products of conception") in an adult female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal and hypertension since 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous incomplete (seriousness criteria hospitalization and medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("vaginal hemorrhage/ abnormal bleeding (vaginal)"), anaemia ("anemia"), emotional disorder ("hormonal changes , describe: emotional"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). The patient was hospitalized on (B)(6) 2009 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy), surgery (on (B)(6) 2017 total hysterectomy in order to remove the essure coils and dilation and curettage), surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy), surgery (on (B)(6) 2017 total hysterectomy in order to remove the essure coils) and surgery (dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous incomplete, migraine, vaginal haemorrhage, anaemia, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the pelvic pain, cystitis and vaginal discharge had resolved and the emotional disorder and weight increased was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous incomplete, anaemia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. It was also reported that on (B)(6) 2017, she was admitted to hospital for her continuing severe pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative x-ray - on (B)(6) 2014: migration of essure device , perforation (uterus) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device location of device: uterus"), pelvic pain ("severe pelvic pain / severe pain /pain"), device breakage ("device breakage"), genital haemorrhage ("severe bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous incomplete ("retained products of conception") in an adult female patient who had essure (batch no. 654842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index normal and hypertension since 2011. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous incomplete (seriousness criteria hospitalization and medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("vaginal hemorrhage/ abnormal bleeding (vaginal)"), anaemia ("anemia"), emotional disorder ("hormonal changes , describe: emotional"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), cystitis ("bladder infections") and vaginal discharge ("vaginal discharge"). The patient was hospitalized on (B)(6) 2009 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy) and dilation and curettage. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous incomplete, migraine, vaginal haemorrhage, anaemia, menorrhagia, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the pelvic pain, cystitis and vaginal discharge had resolved and the emotional disorder and weight increased was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous incomplete, anaemia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. It was also reported that on (B)(6) 2017, she was admitted to hospital for her continuing severe pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative x-ray - on (B)(6) 2014: migration of essure device , perforation (uterus) most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs +mr received, reporter added,lot number added, lab data added, events added as:- hormonal changes , describe: emotional , abnormal bleeding (vaginal, menorrhagia) , allergic or hypersensitivity reaction , infection (bladder/urinary tract/vaginal) type: bladder , malposition of essure device location of device: uterus/perforation (uterus) , bladder or urinary problems or changes , migraines / headaches migration of essure device location of device: uterus , nausea , device breakage , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , fatigue , weight gain , please describe: severe, bladder infections, vaginal discharge incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / severe pain"), genital haemorrhage ("severe bleeding / abnormal bleeding"), pregnancy with contraceptive device ("pregnancy ") and abortion spontaneous ("retained products of conception") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria hospitalization and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criteria hospitalization and medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("vaginal hemorrhage") and anaemia ("anemia"). The patient was hospitalized on (B)(6) 2009 and then on (B)(6) 2017. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2017, she had total hysterectomy in order to remove the essure coils.), surgery (on (B)(6) 2017, she had total hysterectomy in order to remove the essure coils.) And surgery (dilation and curettage). At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, migraine, vaginal haemorrhage and anaemia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anaemia, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. It was also reported that on (B)(6) 2017, she was admitted to hospital for her continuing severe pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: complete occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.